Manufacturer narrative:
The strips are not available for return.

Event description:
The reporter stated that the customer's coaguchek xs meter (serial number (B)(4)) is giving higher results than the nurse's coaguchek xs meter (serial number unknown). At 2:30 pm the result of 4.2 inr was obtained on the customer's meter compared to a result of 2.8 inr on the nurse's meter. The results were done within minutes of each other. Two different fingers were stuck for the samples and the same bottle of strips and code key were used to obtain the results on both of the meters. The lot number of the strips is not available as they belonged to the nurse. There was a laboratory draw done to collect a venous sample and the result was 3.0 inr. However, it was stated that the laboratory does not use the dade innovin reagent. There was not any treatment received or medication adjusted based on the result of the customer's device. The customer's therapeutic range is 2.5-3.5 inr. The customer is not on heparin of any direct thrombin inhibitors. He does not have any antiphospholipid antibodies. He has not started any new medications or had any recent diet changes. There was no adverse event. The customer's meter was requested to be returned. The strips used in the customer's meter are not available for return. The customer did not return the strips. A specific root cause for the event could not be determined. The returned meter and reference meter was tested with the current masterlot of strips. All of the inr values were within the specified maximum difference between the measurements. There were no error messages that occurred. The returned meter and the retention meter meet the specification. The complaint has not been substantiated.